Manufacturer narrative:
The company service representative examined the system and checked vfc functions and no problem was found. The system was then tested and met all product specifications. The system was manufactured on may 25, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported the vacuum was low during the vitreous fluid exchange (vfc). The procedure was completed with the same system with no harm to the patient.